Event description:
It was reported that a user, newly trained on the ilet, experienced difficulty entering a breakfast meal announcement more than one hour after eating and observed a message to resume insulin delivery, after which the home screen displayed the food icon; education was provided that meal announcements should be made within thirty minutes and that the ilet would correct for the meal and glucose. Symptoms included hyperglycemia with a blood glucose of 237 mg/dl. Outcomes included no injury, no medical intervention beyond device-guided correction, and no hospitalization. Investigation included user support troubleshooting and education. Investigation of this case revealed use error related to a missed meal announcement with normal device behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues and use error.